Manufacturer narrative:
Correction: b3 event date was corrected. G4 combination product was checked in error. Manufacturers narrative: the device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified. (B)(4). Per the IFU, (B)(4) rev c, the user is advised that the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. Since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the sprint tips have been reported to have become dislodged during reuse or cleaning. Dislodgment of the spring tip during use may require endoscopic removal of the spring tip. Failure to remove the tip may lead to the perforation of the esophagus, stomach, or bowel and the consequences customarily associated therewith. Carefully inspect the reusable guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked. Radiological monitoring of the guidewire in the gastric cavity is recommended when introducing and removing dilators. A DHR review cannot be conducted as no lot number was provided. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Event date: is an approximate date of the event. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 000150, marked guidewire, device was being used during an esophageal dilation on (B)(6) 2020 when it was reported that "the tip of a spring tip marked guidewire broke off in the patient during a procedure the tip was retrieved successfully without any patient harm." The procedure was completed with an alternate same-like device. There was no report of patient/user impact or injury. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.